Manufacturer narrative:
An analysis of the issue was evaluated by the remote clinical specialist (cs). The cs spoked and worked with the customer biomed and stated that the incorrect driver is being used. Based on the analysis the product malfunction was an incorrect driver being used. The clinical specialist emailed the customer the correct intellibridge driver (ec10) driver to connect the hemo device. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the blood pressure (bp) results did not match the other monitor. The device was in clinical use at time of event, no adverse event was reported.